Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused psychological stress, fear of suffocation, restlessness, anxiety, insomnia, panic attacks and coronary heart disease. The patient did report to receive medical intervention and is seeing a pulmonologist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging psychological stress, fear of suffocation, restlessness, anxiety, insomnia, panic attacks and coronary heart disease an issue related to a CPAP device's. The patient did report to receive medical intervention and is seeing a pulmonologist. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Tan dust-like contamination at the air inlet and the inside bottom of the blower box, ui (users interface) knob broke, no inlet air filter returned, one lower blower box grommet split. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 14 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and can confirm the presence of multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Section d4 primary unique device identifier (UDI) was wrongly capture in initial report and updated in this report. Sections d8, d9, h2, h3, h6 has been updated in this report.